Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) was sensing at 0.6 mv and pacing at 7.5 v at 2.0 ms. The patient underwent a revision procedure where this lead was repositioned. Subsequently, this lead exhibited increase in shock lead impedance measurement from 64 ohms at implant to 102 ohms. Boston scientific technical services (ts) discussed possible causes of higher impedance measurement and suggested to continue to monitor as it was likely due to lead being repositioned. Additional information received that this system exhibited high, out of range, shock lead impedance measurement which was detected via patient remote monitoring system. The physician will continue to monitor the patient at next clinic visit. The system remains in service. No adverse patient effects were reported.